Event description:
Pt has chf, s/p mi and CABG ejection fraction 20%. Recently, in 2001 had non-sustained ventricular tachycardia on holter. Ep study done - ICD secondary to ventricular tachycardia and conduction delay. Mentally doing ok but 6 months later noted repeating questions on same issues. Three months later, cannot remember episodes when hurting shoulder (trauma secondary to hunting accident and fall). Progressive decrease mental status.